Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained an unknown brand of morphine 60 mg/ml at a dose of 37 mg/day. It was reported the pump showed multiple intermittent motor stalls and recoveries starting (B)(6) 2017. The hcp stated the last stall was (B)(6) 2018 and had not recovered. The hcp stated there was also a stopped pump period may exceed tube set message. The hcp denied any electromagnetic interference or magnetic interactions with the pump; the patient had not recently had an MRI. The hcp stated the managing medical doctor was notified. No patient symptoms/complications were reported.